Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-may-2026, a distributor reported via email that an ar-1588tb-1 tightrope abs, button, round, ø 14 mm broke during tensioning. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm.